Event description:
Urinary problems, dry mouth, hot flashes, sweating, abdominal pain, swelling, weakness, dizziness, depression, chronic back pain, knots under left arm, osteoarthritis, foot abscess, mastitis, upper respiratory infection, fatigue, chills, paresthesia, diabetes, non-specific auto-immune condition. Arm, leg, and head pain, possible implant rupture/leakage, benign breast tumors, joint swelling, pain, and stiffness, hardening, of breast skin, muscle fatigue, rashes, breast tenderness, mal-positioned implants with wrinkles, nervousness, afraid of cancer, milk gland problems.